Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to diabetic ketoacidosis, hyperglycemia, on (B)(6) 2020 with 251 mg/dl blood glucose level. Customer was treated with intravenous fluids, electrolytes, muscle relaxants, pain killers and insulin in hospital. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because their blood glucose level did not going down even after delivering correction bolus. The customer was used auto mode feature. The reservoir will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.